Event description:
Screws backed out of a ti vectra plate post-operatively. During the implantation the surgeon used a large number of screws prior to completion of procedure. The plate had been placed on the c4-7 vertebra. Screws were flush with plate upon completion of implant. Surgeon used a lordotic cornerstone for the inner body, the plate and screws were removed and were replaced.